Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine devic changeout procedure, the right ventricular lead exhibited high thresholds. The physician elected not to replace the lead at this time due to the patients advanced age and condition.